Event description:
The repair record indicates the reason for repair to be "bearings are not correct; the drill begins to vibrate as soon as it touches bone."

Event description:
Follow up info received indicates that the product was being used during a laminectomy and began to vibrate as soon as it touched the bone. Device exhibited normal performance before use. Use of device terminated immediately upon experience of the vibration.